Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the device was evaluated by zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing which included functional testing without duplicating the customer's report. The pads were not provided for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the devicewas unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.